Manufacturer narrative:
(B)(4). What was the procedure being performed? Sleeve gastrectomy. What was being fired upon? Greater curvature of the stomach. What device was being used? Long60a . What reloads were used before and after this firing? The surgeon has used 1 ecr60g, ecr60d & 3 ecr60b. What was the exact source of bleeding? Could not be identified. Any staple formation issues noted intra op? None. Any staple formation issues noted post op? None. How long post op was the issue identified? 12 hours. What was the total amount of blood loss? 1units. Were any blood product given? Yes. Was the patient taking any anticoagulants? No. Condition of tissue being fired upon? Nothing abnormal. How is the patient currently? Doing good. Did the surgeon wait 15 secs prior to firing? Surgeon waits for 1 minute. Was buttress material used? No. . Is the patient expected to have a full recovery? Yes. How long has the surgeon been using echelon? Approx 4 years now.

Event description:
It was reported that following an unknown procedure the patient had to be re-explored for bleeding as per the surgeon. In this case also the surgeon could not find any specific bleeder. There was bleeding in the patient¿s abdomen. It was found the next day of surgery when patient¿s blood pressure. Fell. Device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4).